Event description:
Physician intended to implant a resolute integrity 2.50 x 12 mm rx drug eluting stent to treat a 12 mm lesion in the cx vessel. It is reported that the isr of the proximal cx had 50% stenosis and the isr mid-distal of the cx vessel where the physician was attempting to implant had 80-95% stenosis. A pt2 wire was successfully wired with an intuition wire was to be used as a buddy wire. Difficulties were encountered positioning these buddy wires due to the angulation and high-grade disease of the vessel. It is reported that the resolute integrity 2.50 x 12 mm stent passed through a previously deployed stent, but failed to pass the lesion. Upon removal the stent appeared cracked. An nc sprinter was then used to pre-dilate the lesion at 14 atms for 59 seconds. It was then attempted to implant a resolute integrity size 2.50 x 8mm in the vessel. This resolute stent is reported to have gotten stuck in the ostial circ of the previously deployed stent. During positioning of this resolute stent the two buddy wires dislodged and this stent also failed to cross. This stent is said to have become bent with a cracked strut present. The physician then had to re-enter the cx vessel with a zinger support. Provia6 was able to cross the lesion as a buddy wire. Resistance was encountered and force was used during advancements. Another resolute integrity 2.50 x 12 mm was then successfully placed in the patient. There were no reported patient complications. Cine image review: review of the procedural images confirms the angulated and difficult nature of the vessel and lesion. The images do not capture the attempted delivery or withdrawal of the 2.5 x 8mm and initial 2.5 x 12mm resolute integrity stents.

Manufacturer narrative:
Results: vessel morphology, buddy wires, stent deformation, device not returned for review, force used during attempted positioning. Conclusions: vessel morphology, buddy wires, failure to deliver stent, device not returned for review, force used during attempted positioning. (B)(4).